Manufacturer narrative:
H3 evaluation - the driver and screw with the portion of the driver in it were visually examined with the aid of a 5x loop. The fracture sight is nearly planar. The cause for the failure can not be determined from the complaint or by this inspection method. 35 parts from the noted lot have been available for use in excess of a four year period with this being the first reports failure for this lot. Based upon this part manufacturing issues are being ruled out. Complaint details did not note the need to apply higher than normal torque application, or the need to apply bending moments to aid in redirecting the screw so prior high force application may have lead to this subsequent failure. Review of device history records found (B)(4) pieces of lot 0175it were released for distribution on 4/8/2015 with no deviation or anomalies that would relate to the reported event. Two-year complaint history review found this to be the first report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended since this is the first reported incident for this lot of parts that have been available for use in excess of a four year period.

Event description:
It was reported that during a procedure performed on (B)(6) 2019 in the dominican republic, while attempting to insert a screw, the tip of the self-retaining driver (37-in-0060) broke off in the head of the screw. The surgeon was able to remove the screw and replace it with a rescue screw, utilizing the angled driver readily available in the set. There was no patient injury, but there was a ten (10) minute delay to the procedure as a result.

Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other: distributor. Device evaluation - review of device history records found (B)(4) pieces of lot 0175. It was released for distribution on 4/8/2015 with no deviation or anomalies that would relate to the reported event. Two-year complaint history review found this to be the first report of this nature for the reported lot. Information provided indicates device will be returned but has not be received to date. Should the device be received a follow-up medwatch report will be filed upon completion of investigation. No conclusions can be drawn regarding the cause of the tip failure.

Event description:
It was reported that during a procedure performed on (B)(6) 2019 in the (B)(6), while attempting to insert a screw, the tip of the self-retaining driver (37-in-0060) broke off in the head of the screw. The surgeon was able to remove the screw and replace it with a rescue screw, utilizing the angled driver readily available in the set. There was no patient injury, but there was a ten (10) minute delay to the procedure as a result.